Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the implantable cardioverter defibrillator exhibited high out of range defibrillation impedance. The physician suspected that the right ventricular lead was not fully seated in the header as the lead had exhibited stable measurements during implant. The patient was brought in on (B)(6) 2021 to reinsert the lead into the device header. Prior to procedure, the impedance was found to be high, yet within range, so it was decided to follow through with the procedure. Upon removal from the pocket, the header was visualized, and the pin was not noticeably back from ¿full insertion¿ position. The lead was removed and reinserted into the header. Subsequent defibrillation impedance measurements were found to be acceptable and remained stable. The patient was in stable condition.